Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups (uninterruptible power supply) was evaluated and reinitialized. The system was tested and found to be working as intended and returned to service.